Event description:
The dr attempted to seat two liners in a shell (lot 693053). Neither would seat and lock in. The dr then removed the shell and implanted another shell from the same lot and tried a third liner. The third liner worked fine. The pt was under anesthesia and add'l hr.